Manufacturer narrative:
The system was received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
A biomedical engineering technologist reported that during surgery, the unit was shutting off on its own. An alternate light source was used. The switch was completed with less than a minute delay and the case was completed with no harm to the pt.